Event description:
It was reported that before a stenting treatment procedure, stent damage occurred. When the taxus liberte stent 12x5.00mm was unpacked, damage to the stent struts were noticed. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is an further relevant information from that review, a supplemental med/watch will be filled. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive inflation pressure. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that before a stenting treatment procedure, stent damage occurred. When the taxus liberte stent 12x5.00mm was unpacked, damage to the stent struts were noticed. Another of the same device was used to complete the procedure. No patient complications were reported.